Manufacturer narrative:
User facility personnel turned off the water supply and the leak was contained. A steris service technician arrived on site, inspected the unit which was installed in (B)(6) 2000 and found that the flexible hose assembly required replacement. The technician replaced the flexible hose assembly, tested the unit, confirmed it to be operating according to specification, and the unit was returned to service.

Event description:
The user facility reported their reliance 444 washer was leaking water. No report of injury or procedural delay.